Event description:
Procedure type: gastrectomy. According to the reporter: the event occurred during performing y-loop anastomosis. Anvil was placed in the raised jejunum and it was connected to the stapler. The wingnut was slightly stiff and surgeon felt something was wrong, but green mark appeared properly and firing was done. After firing, the surgeon tried to remove the device, but could not. To remove the device, the surgeon had to resect the anastomosed part and perform anastomosis again. There was no bleeding reported in excess of 250 cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).